Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("abdominal pain") in a 47 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of umbilical herniorrhaphy and augmentation mammoplasty in 2013, pregnancy (in 2009, she presented with an unwanted pregnancy abort the pregnancy) in 2009 and delivery, abortion, overweight, pituitary microadenoma, arthrodesis, scoliosis and multiparous. Previously administered products included: alprazolam. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2014 she experienced abdominal pain (seriousness criterion intervention required) and polymenorrhoea ("menstrual disorders: short menstrual cycles"). In 2016 she experienced intermenstrual bleeding ("intermenstrual bleeding"). In 2017 she experienced heavy menstrual bleeding ("heavier periods in the last year"). In 2018 she experienced back pain ("low back pain radiating to the suprapubic"). On (B)(6) 2019 she experienced abdominal adhesions ("adhesions being observed between the ovaries and tubes and between the liver and the anterior abdominal wall"). Essure was removed the same day. An unknown time later she experienced device dislocation ("left essure at the proximal end, close to the uterine serosa") and was found to have lipoma ("lipoma on the mons pubis") and uterine leiomyoma ("submucous fibroid of 17 mm"). The patient was treated with surgery (laparoscopic salpingectomy and bilateral cornuectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal adhesions, abdominal pain, back pain, device dislocation, heavy menstrual bleeding, intermenstrual bleeding, lipoma, polymenorrhoea and uterine leiomyoma to be related to essure administration. The reporter commented: on (B)(6) 2006, the hysteroscopy to insert the micro-implants (essure) was performed. Still, the procedure was abandoned as it was impossible to funnel the tubes. On (B)(6) 2019, a scheduled laparoscopic salpingectomy and bilateral cornuectomy were performed without incident, adhesions being observed between the ovaries and tubes and between the liver and the anterior abdominal wall that were released during the surgery. The postoperative period was uneventful, with a check-up on (B)(6) 2019 confirming a significant improvement following the surgery and analysis of the tubes being confirmed as normal, leading to the patient being discharged from gynaecology and follow-up in primary care. The postoperative period was uneventful, with a check-up on (B)(6) 2019 confirming a significant improvement following the surgery and analysis of the tubes being confirmed as normal, leading to the patient being discharged from gynaecology and follow-up in primary care. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging] on (B)(6) 2016: MRI of the pelvis; on (B)(6) 2016: ¿essure inside the right horn. Essure in the left horn in a more distal location with respect to the one located in the right horn with a secondary artifact that projects on the uterine surface in the uterine fundus on the left side [salpingogram] on (B)(6) 2009: confirmed the patency of both tubes. It was implanted. [Ultrasound pelvis] on (B)(6) 2016: uterus and ovaries of normal size and structure. Homogeneous endometrium. I observe an image compatible with an essure but I only observe one and it is also low, (almost reaching the isthmus). There is no fluid in the cavity. [Ultrasound scan] on (B)(6) 2010: position of essure was reported as satisfactory; (date unknown): e left essure at the proximal end, close to the uterine serosa and the right with normal insertion. A submucous fibroid of 17 mm is also observed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("abdominal pain") in a 47 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of umbilical herniorrhaphy and augmentation mammoplasty in 2013, pregnancy (in 2009, she presented with an unwanted pregnancy abort the pregnancy) in 2009 and parity 3, abortion, overweight, pituitary microadenoma, arthrodesis, scoliosis and multiparous. Previously administered products included: alprazolam. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2014 she experienced abdominal pain (seriousness criterion intervention required) and polymenorrhoea ("menstrual disorders: short menstrual cycles"). In 2016 she experienced intermenstrual bleeding ("intermenstrual bleeding"). In 2017 she experienced heavy menstrual bleeding ("heavier periods in the last year"). In 2018 she experienced back pain ("low back pain radiating to the suprapubic"). On (B)(6) 2019 she experienced abdominal adhesions ("adhesions being observed between the ovaries and tubes and between the liver and the anterior abdominal wall"). Essure was removed the same day. An unknown time later she experienced device dislocation ("left essure at the proximal end, close to the uterine serosa") and was found to have lipoma ("lipoma on the mons pubis") and uterine leiomyoma ("submucous fibroid of 17 mm"). The patient was treated with surgery (laparoscopic salpingectomy and bilateral cornuectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal adhesions, abdominal pain, back pain, device dislocation, heavy menstrual bleeding, intermenstrual bleeding, lipoma, polymenorrhoea and uterine leiomyoma to be related to essure administration. The reporter commented: on (B)(6) 2006, the hysteroscopy to insert the micro-implants (essure) was performed. Still, the procedure was abandoned as it was impossible to funnel the tubes. On (B)(6) 2019, a scheduled laparoscopic salpingectomy and bilateral cornuectomy were performed without incident, adhesions being observed between the ovaries and tubes and between the liver and the anterior abdominal wall that were released during the surgery. The postoperative period was uneventful, with a check-up on (B)(6) 2019 confirming a significant improvement following the surgery and analysis of the tubes being confirmed as normal, leading to the patient being discharged from gynaecology and follow-up in primary care. The postoperative period was uneventful, with a check-up on (B)(6) 2019 confirming a significant improvement following the surgery and analysis of the tubes being confirmed as normal, leading to the patient being discharged from gynaecology and follow-up in primary care. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging] on (B)(6) 2016: MRI of the pelvis; on (B)(6) 2016: ¿essure inside the right horn. Essure in the left horn in a more distal location with respect to the one located in the right horn with a secondary artifact that projects on the uterine surface in the uterine fundus on the left side [salpingogram] on (B)(6) 2009: confirmed the patency of both tubes. It was implanted. [Ultrasound pelvis] on (B)(6) 2016: uterus and ovaries of normal size and structure. Homogeneous endometrium. I observe an image compatible with an essure but I only observe one and it is also low, (almost reaching the isthmus). There is no fluid in the cavity. [Ultrasound scan] on (B)(6) 2010: position of essure was reported as satisfactory; (date unknown): e left essure at the proximal end, close to the uterine serosa and the right with normal insertion. A submucous fibroid of 17 mm is also observed. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-sep-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.